Manufacturer narrative:
Investigation summary: syringe DHR batch 8297901 was reviewed. Machine history records indicated found illegible printing on top web at primary packaging during production and ink roller replaced and housekeeping was performed at the area. Produced parts were verified after corrective action before proceed with production. Photo evaluation: three photos was returned for investigation. From the photos, observed foreign matter on needle and illegible print on top web. Sample evaluation: 25 sample was returned for investigation. From the sample, observed foreign matter on needle. All samples subjected to visual inspection. 25 failed the foreign matter inside fluid path, and 17 failed the illegible lot/expiry print on package. One sample was subject to corrosion resistance test as per test method 80006071 and result show it did not have any sign of growth from cannula steel after corrosion test completion. Rusty needle. The foreign matter was sent for the microscope fourier transform infrared spectroscopy (ftir) test and scanning electron microscope-energy dispersive x-ray (sem-edx) to determine the foreign matter type. The ftir result shows that the spectrum of the foreign matter had no good match available in the library. The spectrum did not show any significant organic peaks. The sem-edx from foreign matter was mainly composed of iron (fe), oxygen (o), chlorine (cl), and carbon (c). The foreign matter from samples possibly to be iron oxide (likely rust). The corrosion of the cannula is possibly to be due to presence of chlorine. The investigation was able to confirm the customer experienced based on the evaluation performed on the returned samples. Conclusion: rusty needle. Needle assembly process has been reviewed, there is no presence or any significant amount of chlorine at the machine that can cause the cannula to rust. The machine is enclosed with minimal human intervention and it is unlikely chlorine can get into contact with the cannula. Tubing & cannula (t&c) manufacturing process has been reviewed, the chlorine level is checked on daily basis and the ppm level is 0.2 ¿ 0.3 which is within the specified range for cannula process. Based on the corrosion resistance test result, there is no sign of growth from cannula steel. The nonconformance likely from external environment. Hence, the nonconformance not able to identify any possibility that abnormality from t&c production process. Unclear expiration date printing probable cause could be at the primary packaging during production, the ink roller worn and tear caused the illegible printing on top web: the ink roller was replaced. Produced parts were checked for illegible printing on top web. The nonconformance could have been escapees failed to remove by the production technician.

Event description:
It was reported that before use of the bd syringe w/ luer-lok¿ tip the needle had an issue with foreign matter rust. The package had an issue with the expiration date having faded print. The following information was provided by the initial reporter: rusty needle. Unclear expiration date printing.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that before use of the bd syringe w/ luer-lok¿ tip the needle had an issue with foreign matter rust. The package had an issue with the expiration date having faded print. The following information was provided by the initial reporter: rusty needle. Unclear expiration date printing.